Manufacturer narrative:
No cosmetic damage was noted during the visual inspection.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that couple of weeks ago she had button error on the insulin pump. Customer stated she received the replacement but wanted clear one like her original insulin pump. No further info provided.